Manufacturer narrative:
Device failure suspected, but did not cause or contributed to death or serious injury.

Event description:
The reporter indicated that high lead impedance resulted from a systems diagnostics test performed at a routine follow up visit. In addition, a normal mode diagnostic test was performed, which also resulted in high impedance. The patient had experienced an increase in seizure activity, below pre-vns baseline, beginning two weeks prior to the high impedance. No trauma was reported and the physician is unaware of any possible causes for the high impedance. X-rays are under review by the surgeon and are expected to be forwarded to manufacturer for review. Revision surgery is planned.